Event description:
Asr revisionreason for revision: component loosening. Alval / pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl. Reason for revision: component loosening. Alval / pain. Supplied lot no 1945385 does not match product no. Lot no 1954385 used instead. Update: extra product information (cannot identify lot numbers for 2 products) and additional reasons for revision from form 57 verified from (B)(6) update spreadsheet 28 oct 2011. Update received: 4th april 2014 - attached legal document, marked as legal, added (B)(6) reference number, added hospital: (B)(6) hospital, added surgeon: mr (B)(6), added patient name, added patient date of birth, added patient gender, added patient ID (initials) and added taper sleeve and cup lot numbers.